Event description:
FDA notified spineology of a voluntary report of a product issue. This was the first time spineology became aware of this event. A patient reported to the agency that a 3 level lumbar fusion reoperation was required and 3 optimesh and 3 aspen (lanx) devices were removed. The full complaint is listed in voluntary report number (B)(4).

Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct.